Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician requested a replacement liberty cycler after observing a fluid leak. It is unknown if there was patient involvement when the fluid leak was observed. It is unknown if the liberty cycler alarmed prior to the fluid leak being observed. The location of the fluid leak is unknown. Additional information was solicited. The liberty cycler was replaced.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. A visual inspection of the returned liberty cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."